Event description:
"Pt had reflux throughout the duration of the implantation. The pt had been tested for reflux prior to implantation and showed no signs of reflux. The pt could not tolerate the lap-band system and in 12/2001 the dr partially deflated the band to see if this would help relieve the reflux symptoms. Pt did not show up for scheduled appointment in january. Pt vomitted for two weeks prior to seeing the dr in 03/2002. At 03/2002 visit, a barium swallow was performed by the dr and an enlarged esophagus was discovered. At that time the pt decided to have the band removed."